Manufacturer narrative:
The thermogard ivtm console (sn: (B)(4)) was evaluated by zoll service at the customer site. The reported complaint of "the thermogard xp ivtm system displayed a tcmid:07 (coolant temp high) error message" was confirmed based on the event log review but was not confirmed during functional testing. The root cause for the console to intermittently display the tcmid:07 error was the loose connection between the lm34 temperature sensor and the lower controller board (I/o board), which most likely happened during device transportation. Internal component connections may become loose due to transport vibration. Visual inspection of the thermogard console was performed. Unrelated to the reported complaint, it was noted that 3 of the casters were loose, and one of them completely fell off during device transportation, most likely attributed to user mishandling and/or due to normal use of the device. The thermogard console is a reusable device and was manufactured in june 2015 and is over 5 years old, has exceeded its expected service life of 5 years. The event logs were reviewed and revealed two tcmid:07 error messages to have occurred around the customer's reported event date; thus, confirming the reported complaint. Unrelated to the reported complaint, further review of the event logs showed tcmid:05 (coolant diff failure) and tcmid:08 (coolant temp low) error messages to have occurred around the customer's reported event date. The root cause for all the error messages was the loose connection between the lm34 temperature sensor and the lower controller board (I/o board). During functional testing, it was noted that the difference in temperature measurements between the lm34 temperature sensor a and lm34 temperature sensor b were out of specification. Troubleshooting the problem revealed that the connection between the lm34 temperature sensor and the lower controller board (I/o board) was loose. The connection between the lm34 temperature sensors a and b was tightened, and the lm34 temperature sensor was reconnected to the lower controller board (I/o board) to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard with serial number (B)(4).

Event description:
During device preparation, the thermogard xp ivtm system (sn: (B)(4)) displayed a tcmid:07 (coolant temp high) error message. Another thermogard console was used to initiate the ivtm therapy. No patient involvement.